Event description:
It was reported that catheter entrapment occurred. An opticross 6 imaging catheter was introduced for intravascular ultrasound (ivus) and good images were obtained. When the physician retracted the imaging catheter from vessel, the guidewire prolapsed and the imaging catheter could not be removed from the guide catheter. Both devices were removed together as a unit and the vessel re-wired with another guidewire to continue the procedure. There were no patient complications reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR: the unit was returned with a non-bsc guidewire stuck inside. The catheter returned with a guidewire stuck. The exit port was found ripped. No other visual damages were encountered upon visual inspection.

Event description:
It was reported that catheter entrapment occurred. An opticross 6 imaging catheter was introduced for intravascular ultrasound (ivus) and good images were obtained. When the physician retracted the imaging catheter from vessel, the guidewire prolapsed and the imaging catheter could not be removed from the guide catheter. Both devices were removed together as a unit and the vessel re-wired with another guidewire to continue the procedure. There were no patient complications reported and the patient status was fine.